Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent was damaged. As the 3.5x16mm liberte' stent was removed from the box, it was noted that it looked damaged. The procedure was completed with another liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for stent damage. The product was returned with the product mandrel and bi-tube. The bi-tube covered the undamaged stent region and left the damaged cells on the proximal end of the stent exposed. Under microscopic examination the distal end of the stent delivery system (sds) was examined. Two segments of stent were damaged on the proximal end. The stent appeared to be flared and stretched out in this region. Visual and tactile inspection along the length of the sds found two kinks on the shaft. The kinks were located at 22 and 23 cm proximal of the tip. The kink at 22 cm coincided with where the product mandrel ended. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event will be considered handling damage since it was reported that the stent damage was noticed coming out of the package.